Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Taperloc rasp feeder broke down. The element of the feeder which is used to stick the rasp fell out.

Manufacturer narrative:
(B)(4). The legal manufacturer is zb warsaw and therefore this incident will be reported under warsaw medwatch facility number 1822565.